Manufacturer narrative:
The insulin pump passed prime, displacement, and basic occlusion tests. However, the device was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. Motor may have had intermittent failure that was not detected during testing. Other alarms were not confirmed due to displayable history crc check failed on startup alarm noted in the alarm history. Alarm occurred due to corrupted history files. No cosmetic damage was noted on pump assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during priming. The customer's blood glucose was 211 mg/dl. During troubleshooting, the customer stated the insulin pump was not exposed to a strong magnetic field. The customer was not using the sensor feature on the insulin pump. He was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.